Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist indicated the patient showed 206mm generalized pockets with some 7mm pockets at which time perlo eval and crown on #10 recommended but patient stated on byte treatment and declined since almost done. Subsequent evaluations approximately 9-months later found the health of the tissue was not improving as teeth were getting mobile and discussed periodontist possibility. The frequency of wearing the aligners and the health of the gingivitis was causing an advanced increase in the inflammation and mobility of the teeth. Recent dentist evaluation has concerns with periodontal issues and bone loss and has recommended to cease treatment with a referral to see orthodontics.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.